Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy due to post-sensed t-wave oversensing. Programming changes were made and the patient condition was stable after the event.